Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that his pump went into alarm and it had a weird pattern design in the front and it would not turn on. The customer stated that the screen went completely blank and he left the battery out for about 30 minutes and had no change in the pump's display. The customer stated that the battery compartment is neither damaged nor corroded. The customer was advised to insert new aaa alkaline batteries. The customer stated that he did not have new batteries to test the pump. The customer will be sent a replacement battery cap.